Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, a positioning issues was encountered, and the patient had suspected thrombocytopenia. The impella flows were noted to be suboptimal and position was verified to be behind the papillary. After multiple attempts to reposition the device, it popped back across the valve into the aorta. The decision was ultimately made to remove the pump and replace it with a new one in the right femoral artery. Additionally, during support, there was suspicion of the patient having heparin induced thrombocytopenia, and so heparin was removed from the purge.